Event description:
Revised total hip arthroplasty due to painful loosening. Discovered evidence of metallosis. Depuy srom stem ceramic cup, polyethylene liner, pinnacle acetabular cup. Failed tha only 3.5 years old due to metallosis.